Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. No additional information was provided. Customer¿s blood glucose (bg) was 389-"high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump.